Event description:
It was reported that during a da vinci si prostatectomy procedure, the surgical staff observed arcing coming from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed. The instrument and tip cover accessory were removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. The hospital also reported that during visual inspection of the tip cover accessory, a small hole was observed.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed two holes approximately 0.015 in diameter were found on the tip cover wall. A slight burn mark was found on the edge of the hole wall. No other damage found.